Manufacturer narrative:
The removal tool does more than trivial damage so this issue is being reported. No patient symptoms were reported. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
During implantation, the implant skived due to a poor insertion angle into the s1 vertebra and went through the s1 endplate. The implant was removed using the removal tool.